Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that imaging confirmed the patient's l5 lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered the ipg and s1 lead also migrated. Both leads were explanted and replaced during the procedure, and the ipg was sutured in the pocket.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.